Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/ pelvic pain daily to severe") in a 35-year-old female patient who had essure (batch no. A78087 (left); a7087 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live birth: (B)(6) 2006 and (B)(6) 2011), c-section in 2006, premature delivery in 2006, c-section on (B)(6) 2011, premature delivery on (B)(6) 2011 and sterilization. Previously administered products included for prevent pregnancy: mirena intrauterine device from 26-jan-2012 to 24-may-2013; for contraceptive: mirena intrauterine device from 2006 to 2010; for an unreported indication: lansoprazole from 2005 to 2011. Past adverse reactions to the above products included discomfort with mirena intrauterine device. Concurrent conditions included gastroesophageal reflux disease. Family history included breast cancer (mother) and migraine (father). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding; prolonged and abnormal menstruation/ abnormal bleeding (menorrhagia)"), mood swings ("mood swings / moody"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue/ fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), flatulence ("gas"), acne ("acne"), anxiety ("anxiety"), fallopian tube spasm ("fallopian tube spasms"), panic attack ("panic attacks"), depression ("depression"), abdominal distension ("bloating"), constipation ("constipation") and reproductive tract disorder ("reproductive system disorder"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), dizziness ("dizziness"), memory impairment ("forgetfulness"), headache ("head pain daily to severe"), uterine pain ("uterine pain daily to severe") and back pain ("back pain daily to severe"). The patient was treated with vitamin b and surgery (a total hysterectomy and bilateral salpingectomy, during which her uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dyspareunia, vaginal haemorrhage, dysmenorrhoea, headache, uterine pain and back pain had resolved and the dysgeusia, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, alopecia, fatigue, tooth disorder, flatulence, acne, anxiety, fallopian tube spasm, panic attack, depression, abdominal distension, constipation and reproductive tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, back pain, constipation, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, flatulence, headache, hypoaesthesia, loss of libido, memory impairment, menorrhagia, mood swings, panic attack, paraesthesia, pelvic pain, reproductive tract disorder, tooth disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some, remain. Plaintiff was not advised of any complications or problems that occurred at the time of her essure placement procedure. She did retain the essure device or any portion of it. She was not advised of any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total/ full bilateral occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2013: negative . Current weight as of (B)(6) 2018: 135.00 lbs. Approximate weight at the time of essure placement 115.00 lbs. Most recent follow-up information incorporated above includes: on 28-jun-2018: pfs received- new event reproductive system disorder were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/ pelvic pain daily to severe") in a 35-year-old female patient who had essure (batch no. A78087(l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live birth: (B)(6) 2006 and (B)(6) 2011), c-section in 2006, premature delivery in 2006, c-section on (B)(6) 2011, premature delivery on (B)(6) -2011 and sterilization. Previously administered products included for prevent pregnancy: mirena intrauterine device from (B)(6) 2012 to (B)(6) 2013; for contraceptive: mirena intrauterine device from 2006 to 2010; for an unreported indication: lansoprazole from 2005 to 2011. Past adverse reactions to the above products included discomfort with mirena intrauterine device. Concurrent conditions included gastroesophageal reflux disease. Family history included breast cancer (mother) and migraine (father). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding; prolonged and abnormal menstruation/ abnormal bleeding (menorrhagia)"), mood swings ("mood swings / moody"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue/ fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), flatulence ("gas"), acne ("acne"), anxiety ("anxiety"), fallopian tube spasm ("fallopian tube spasms"), panic attack ("panic attacks"), depression ("depression"), abdominal distension ("bloating"), constipation ("constipation") and reproductive tract disorder ("reproductive system disorder"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), dizziness ("dizziness"), memory impairment ("forgetfulness"), headache ("head pain daily to severe"), uterine pain ("uterine pain daily to severe"), back pain ("back pain daily to severe"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems") and mental disorder ("psychological or psychiatric problems"). The patient was treated with vitamin b and surgery (a total hysterectomy and bilateral salpingectomy, during which her uterus). Essure was removed on 16-feb-2017. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dyspareunia, vaginal haemorrhage, dysmenorrhoea, headache, uterine pain and back pain had resolved and the dysgeusia, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, alopecia, fatigue, tooth disorder, flatulence, acne, anxiety, fallopian tube spasm, panic attack, depression, abdominal distension, constipation, reproductive tract disorder, gastrointestinal disorder, nervous system disorder and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, back pain, constipation, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, flatulence, gastrointestinal disorder, headache, hypoaesthesia, loss of libido, memory impairment, menorrhagia, mental disorder, mood swings, nervous system disorder, panic attack, paraesthesia, pelvic pain, reproductive tract disorder, tooth disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some, remain. Plaintiff was not advised of any complications or problems that occurred at the time of her essure placement procedure. She did retain the essure device or any portion of it. She was not advised of any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on 20-sep-2013: total/ full bilateral occlusion of fallopian tubes pregnancy test urine - on 24-may-2013: negative current weight as of 27-feb-2018: 135.00 lbs. Approximate weight at the time of essure placement 115.00 lbs. Lot # a78087 (left) - valid; lot # a7087 (right) - invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs received: events: gastrointestinal or digestive system condition, neurological conditions or problems and psychological or psychiatric problems were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/ pelvic pain daily to severe") in a 35-year-old female patient who had essure (batch no. A78087(l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live birth: (B)(6) 2006 and (B)(6) 2011), c-section in 2006, premature delivery in 2006, c-section on (B)(6) 2011, premature delivery on (B)(6) 2011 and sterilization. Previously administered products included for prevent pregnancy: mirena intrauterine device from (B)(6) 2012 to (B)(6) 2013; for contraceptive: mirena intrauterine device from 2006 to 2010; for an unreported indication: lansoprazole from 2005 to 2011. Past adverse reactions to the above products included discomfort with mirena intrauterine device. Concurrent conditions included gastroesophageal reflux disease. Family history included breast cancer (mother) and migraine (father). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding; prolonged and abnormal menstruation/ abnormal bleeding (menorrhagia)"), mood swings ("mood swings / moody"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue/ fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), flatulence ("gas"), acne ("acne"), anxiety ("anxiety"), fallopian tube spasm ("fallopian tube spasms"), panic attack ("panic attacks"), depression ("depression"), abdominal distension ("bloating"), constipation ("constipation") and reproductive tract disorder ("reproductive system disorder"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), dizziness ("dizziness"), memory impairment ("forgetfulness"), headache ("head pain daily to severe"), uterine pain ("uterine pain daily to severe") and back pain ("back pain daily to severe"). The patient was treated with vitamin b and surgery (a total hysterectomy and bilateral salpingectomy, during which her uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dyspareunia, vaginal haemorrhage, dysmenorrhoea, headache, uterine pain and back pain had resolved and the dysgeusia, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, alopecia, fatigue, tooth disorder, flatulence, acne, anxiety, fallopian tube spasm, panic attack, depression, abdominal distension, constipation and reproductive tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, back pain, constipation, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, flatulence, headache, hypoaesthesia, loss of libido, memory impairment, menorrhagia, mood swings, panic attack, paraesthesia, pelvic pain, reproductive tract disorder, tooth disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some, remain. Plaintiff was not advised of any complications or problems that occurred at the time of her essure placement procedure. She did retain the essure device or any portion of it. She was not advised of any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total/ full bilateral occlusion of fallopian tubes pregnancy test urine - on (B)(6) 2013: negative current weight as of (B)(6) 2018: 135.00 lbs. Approximate weight at the time of essure placement 115.00 lbs. Lot # a78087 (left) - valid; lot # a7087 (right) - invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc (product technical problem ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/ pelvic pain daily to severe") in a (B)(6) year-old female patient who had essure (batch no. A78087 (left); a7087 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live birth: (B)(6) 2006 and (B)(6)2011), c-section in 2006, premature delivery in 2006, c-section on (B)(6) 2011 and premature delivery on (B)(6) 2011. Previously administered products included for prevent pregnancy: mirena intrauterine device from (B)(6) 2012 to (B)(6) 2013; for contraceptive: mirena intrauterine device from 2006 to 2010; for an unreported indication: lansoprazole from 2005 to 2011. Past adverse reactions to the above products included discomfort with mirena intrauterine device. Concurrent conditions included gastroesophageal reflux disease. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding; prolonged and abnormal menstruation/ abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), flatulence ("gas"), acne ("acne"), anxiety ("anxiety"), fallopian tube spasm ("fallopian tube spasms"), panic attack ("panic attacks"), depression ("depression"), abdominal distension ("bloating") and constipation ("constipation"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), dizziness ("dizziness"), memory impairment ("forgetfulness"), fatigue ("chronic fatigue/ fatigue"), headache ("head pain daily to severe"), uterine pain ("uterine pain daily to severe") and back pain ("back pain daily to severe"). The patient was treated with vitamin b and surgery (a total hysterectomy and bilateral salpingectomy, during which her uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dyspareunia, vaginal haemorrhage, dysmenorrhoea, headache, uterine pain and back pain had resolved and the dysgeusia, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, alopecia, fatigue, tooth disorder, flatulence, acne, anxiety, fallopian tube spasm, panic attack, depression, abdominal distension and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, back pain, constipation, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, flatulence, headache, hypoaesthesia, loss of libido, memory impairment, menorrhagia, mood swings, panic attack, paraesthesia, pelvic pain, tooth disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some, remain. Plaintiff was not advised of any complications or problems that occurred at the time of her essure placement procedure. She did retain the essure device or any portion of it. She was not advised of any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total/ full bilateral occlusion of fallopian tubes current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure start date updated from (B)(6) 2013 to (B)(6) 2013. Events abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), fatigue, pain/ pelvic pain daily to severe were clubbed with previously reported events. Events vaginal haemorrhage, tooth disorder, dysmenorrhoea, flatulence, acne, anxiety, fallopian tube spasm, headache, uterine pain, back pain, panic attack, depression, abdominal distension, constipation were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged and abnormal menstruation"), dysgeusia ("metallic taste in mouth"), mood swings ("mood swings"), loss of libido ("loss of libido"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy, during which her uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysgeusia, mood swings, loss of libido, dizziness, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, dyspareunia, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, dizziness, dysgeusia, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, loss of libido, memory impairment, menorrhagia, mood swings, paraesthesia and pelvic pain to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some, remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.